Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during use a bd¿ IV set an120 w/o bp leaked during use as "separated between bypass and end tip(when lipid medication is administered)" there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: no samples was returned to sbdm, the complaint lot number is 2710101. House sample inspection: sbdm inspected 25pcs of house samples from lot 2710101, no abnormality was observed. Tensile test of house samples: sbdm tested 8 pcs house sample from lot 2710101 by pulling by-pass and end tip with tensile machine. The bond strength in sbdm specification was 1.5 kgf. Results: all 8 pcs tested show the results meet the specification, with min of 2.8kgf, max of 3.9kgf and average of 3.4kgf. Device history record review: sbdm reviewed the manufacturing record for lot 2710101, no abnormality was observed. Customer complaint review: sbdm review the complaint record for lot 2710101, there are no similar issues with same lot from other customers. Root cause: based on investigation, the likely cause occur in the by-pass & end tip automatic assembly line. The by-pass (rubber tube) and end-tip is bond automatically by machine. It is assumed that the end tip and the by-pass were not assembled sufficiently due to temporary malfunction of the assembly machine. Corrective actions: 1. Sbdm had quality training on this customer complaint for i.v set manufacturing process workers and quality inspectors. 2. Sbdm strengthen in-process inspection and end product inspection for i.v set manufacturing process. 3. Sbdm will monitoring of i.v set manufacturing process to see if the same complaint case occurs again. Conclusion: from investigations, the likely cause occur in the by-pass & end tip automatic assembly line. The by-pass (rubber tube) and end-tip is bond automatically by machine. It is assumed that the end tip and the by-pass were not assembled sufficiently due to temporary malfunction of the assembly machine. Sbdm has in house CAPA-18-058 in place to monitor defect and actions.

Event description:
It was reported that during use a bd¿ IV set an120 w/o bp leaked during use as "separated between bypass and end tip(when lipid medication is administered)" there was no report of exposure, injury or medical intervention needed.